Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The u/d angulation knob broke during the examination, resulting in improper modulation of the angle of endoscope, which might make it easy for bleeding and perforation to occur when viewing the intestinal lumen. The examination was immediately completed with a backup device. Harm performance: delay the treatment of patient. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). D8: was this device ever serviced by a third party? D9: is this device available for evaluation? H4: device manufacture date. Evaluation summary: event that occurred is angulation failure. The pentax engineer checked with hospital staff. The malfunction was found during use. No harm was caused to the patient. The examination was completed with a backup device. Based on the investigation, the scope had exceeded its useful life and had been in use for nine years, so the angle wire had worn out and excessive force was applied which caused the angle wire to break. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the device was out of its service life, it had been used for 9 years, they should purchase a new one to use. Investigation completion and return date: 02-jan-2025. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 11-dec-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 11-dec-2014. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.